Event description:
Event description boston scientific received information that during this single chamber system replacement procedure for normal battery depletion, it was observed that this ventricular lead had a make/break fracture. This lead was surgically abandoned and a new lead was successfully implanted. No adverse events to the patient were noted.,